Event description:
The customer reported a button error alarm and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Transferred the customer to the local office for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.